Event description:
It was reported that intermittent cartridge alarms and occlusion alarms occurred during basal therapy. Thera was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.